Manufacturer narrative:
Gtin -- unknown as lot/serial numbers are unknown. Manufacturing location -- unknown as lot/serial numbers are unknown.

Event description:
On (B)(6) 2010, a 23mm trifecta valve was implanted. On (B)(6) 2015, the patient was admitted to the hospital with endocarditis due to (B)(6). The patient was begun on antibiotics and on (B)(6) 2015 underwent aortic annulus reconstruction using a patch graft during the hospitalization the patient was treated for cardiac decompensation, a trauma-induced pericardial effusion secondary to a rib fracture from a non-hospital related fall, atrial fibrillation and on echo it was noted there was a moderate pvl and what appeared to be a 11x6mm floating material on the ventricular side adjacent to the pvl. Postoperatively the patient became hemodynamically unstable and expired on 02 december 2015 secondary to multiorgan failure. The study site related the event to the device. No autopsy was performed. The explanted valve was histocytologically examined at the implanting institution and no results are known. The explanted product was not returned to sjm.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.